Event description:
It was reported that the patient received three inappropriate shocks which were attributed to a fast ventricular response to atrial fibrillation. The therapy discriminators in the device were reprogrammed and the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.